Event description:
It was reported that a caller experienced difficulties with the pump's quick bolus/wake button, which required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.